Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the patient noticed a call service 054 alarm in the alarm history while the history was being reviewed during a call for another issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found occurrences the reported call service alarm on the day of the complaint. On investigation, the pump powered on with the appropriate audible and vibratory functions. Time and date was correctly set. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. When the pump casing was opened to further investigate, there was evidence of moisture or corrosion and no anomalies were found with the power circuit. The investigation confirmed but was unable to duplicate the reported power issue.